Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient was very thin and the ipg was rising to the surface. It was also reported that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient was very thin and the ipg was rising to the surface. It was also reported that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.